Manufacturer narrative:
Additional information received from a noah clinical representative confirmed approximately 50 ml of blood loss occurred during the event. A therapeutic bronchoscope was used for approximately 10-15 minutes for tamponade, with additional interventions including iced saline and balloon tamponade. No vital sign changes or hemodynamic instability were reported. The patient was not admitted and was discharged home the same day in good condition. The physician did not attribute the bleeding event to the galaxy system and was unsure of the cause of the injury. No galaxy system malfunctions were observed or reported during the procedure. The bronchoscope was discarded following the case. The lesion was located in the left lower lobe and measured 1.2 × 0.8 × 2.4 cm with a cystic component. Concomitant devices used during the procedure included forceps, a therapeutic bronchoscope, and a balloon catheter with brand names unrecalled. System and bronchoscope manufacturing records were reviewed and found no issues associated with this event. The bronchoscope was not returned for investigation as it was discarded. Manufacturing records confirmed the bronchoscope passed final qa/qc inspection prior to release. Video and log review demonstrated that the galaxy system functioned as intended throughout the procedure with no evidence of device malfunction. Bleeding was first observed following multiple biopsy passes and subsequent bal. The physician did not attribute the injury to the galaxy system and was unsure of the cause of the bleeding. The available evidence identified no galaxy system malfunction or abnormal system behavior that would reasonably suggest contribution to the reported event, which is most consistent with tissue injury associated with biopsy activity, a known risk of transbronchial biopsy procedures. This MDR has been submitted because the reported bronchial bleeding required medical intervention to prevent further harm. The physician did not attribute the injury to the galaxy system and was unsure of the cause of the bleeding. Investigation found no evidence of galaxy system malfunction or unintended system behavior that would reasonably suggest contribution to the reported event. The reported bleeding occurred following multiple biopsy passes and subsequent bal and is most consistent with tissue injury associated with biopsy activity, a known risk of transbronchial biopsy procedures.

Event description:
It was reported that a 43-year-old female patient underwent a galaxy-assisted bronchoscopy procedure for a left lower lobe (lll) lesion with a cystic component. There was no allegation that a malfunction of the galaxy system occurred. During the procedure, two tilt (tool-in-lesion tomography) acquisitions were performed to localize the lesion. Following successful target identification, the physician performed seven forceps biopsy passes. The physician confirmed tool position within the af circle in multiple planes for the majority of biopsy passes. Following the seventh forceps biopsy pass and subsequent bronchoalveolar lavage (bal), bleeding was observed. The galaxy bronchoscope was withdrawn and a therapeutic bronchoscope was introduced for bleeding management. The bleeding was eventually controlled and post-procedure imaging confirmed no pneumothorax.